Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 10:30am for a high blood glucose level of 535 mg/dl. The customer's husband stated that he called to request for more infusion sets because they only had one more left. The patient was treated for dehydration with an IV drip. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.